Manufacturer narrative:
No device history report (DHR) could not be conducted since the lot number was not provided. The manufacturing date of the product in question could not be determined since the lot number was not provided with the complaint information. However, complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists. The customer complaint was not confirmed due to the lack of product sample. However, based on similar complaints a project was completed to use glue in joints of the conventional and heated wire breathing circuits (neonatal and adults) in order to reduce occurrence of customer complaints pertaining to leakage from the circuit connections joints; the use of the glue will provide a better seal. It is required to receive the physical sample in order to confirm if it was manufactured before the corrective actions.

Event description:
The event is reported as: "complaint alleges that the circuit hoses seals are not good. They will not seal at all and it pulls right off when it was attempted to be used on a pt." No pt injury reported.